Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow-up. The left ventricular lead exhibited loss of capture. A chest x-ray revealed the lead dislodged due to twiddler's syndrome. The lead was explanted and replaced on (B)(6) 2015. The patient tolerated the procedure well.